Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced a bacterial skin infection. Prior to sensor insertion the area was prepped with alcohol. The patient was awakened by a low glucose notification, showing 40 mg/dl on the cgm, yet the bg exceeded 300 mg/dl. The patient developed redness, swelling, inflammation, and a pimple (lump) at the needle puncture site. He had pain and discomfort in the area. He used otc ibuprofen (dosage not specified) to alleviate the pain. On (B)(6) 2025, tech support contacted the patient to check on his status. On (B)(6) 2025, the patient visited a health care provider who examined the area, diagnosed him with a bacterial skin infection, and prescribed an oral antibiotic medication (clindamycin 300 mg, three times daily for 7 to 14 days) for the infection. It was not indicated if diagnostic testing was performed to identify the infection. At the time of the follow-up report, no photo was provided, and the patient stated he still had a lump at the insertion site. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.